Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 2 patients tested for either elecsys ca 19-9 immunoassay (ca 19-9) or elecsys cea assay (cea) on a cobas 6000 e 601 module. Based on the data provided, the ca 19-9 results for 1 patient did not fit the clinical picture of this patient and were reported outside of the laboratory. The patient is drawn for ca 19-9 approximately every 2 weeks and the result from (B)(6) 2016 of 2,771 u/ml was significantly lower than other results. The doctor felt this result was inaccurate. On (B)(6) 2016 the result was 16,000 u/ml, on (B)(6) 2016 the result was 41,940 u/ml, on (B)(6) 2016 the result was 69,000 u/ml and other results from unknown dates were 20,000 u/ml and 27,000 u/ml. The results over 10,000 u/ml were auto-diluted 1:10 by the instrument. No adverse event occurred. The ca 19-9 reagent lot number was 13310200 with an expiration date of 09/30/2017. The customer mentioned having concerns with psa results but not provide any additional information about this. The field service engineer (fse) visited the customer site and identified a fluidics issue due to the measuring cells being over 3 years old with over 200,000 tests being performed. The fse exchanged the measuring cell. The fse performed an analyzer performance check and the results were acceptable. The system works within specification.